Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental report will be submitted with evaluation results.

Event description:
It was reported that when connecting the infusion set to the IV port, the connection with the positive pressure connector is not tight.

Event description:
Additional information: we found that the problem was that the statlock buckle was loose, which has been resolved.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of partial detachment of the retainer from the statlock pad was confirmed but the cause is unknown. A single photograph was returned of a crescent shaped tricot statlock stabilization device. The device appeared unused as it was free of residual material and the liners were still attached to the statlock pad. The retainer appeared to be separating from the tricot pad; the liner was folded up and was found partially wedged between the retainer and the tricot pad. It could not be determined from the photograph if adhesive transfer was present on the entire perimeter of the retainer back-side and/or if there was any evidence of adhesive on the tricot pad. The observable features in the submitted photographs did not contain enough information to identify a specific root cause of the reported event. Possible contributing factors for a detached retainer could include an insufficient amount of adhesive, adhesive in an incorrect location, an improper cure of the adhesive, tensile (pulling) forces applied to the device, or damage to the device during shipping/handling/storage. This complaint will be recorded for future trending and monitoring purposes.